Manufacturer narrative:
G4: 18jun2020. B4: 19jun2020. The v60 service manual states that the only approved cleaning agent for use on the touchscreen and exterior surfaces of the ventilator is clean soapy water with medivators intercept detergent. Based on the information provided, the customer was using off label cleaning agents; therefore, the reported failure is considered to have stemmed from user error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported that the touchscreen was out of calibration and the time could not be set. There was no patient involvement.

Manufacturer narrative:
G4: 17may2020. B4: 19may2020. The manufacturer¿s international service technician provided remote assistance to the customer. The customer reported that, due to covid-19, they have been cleaning the touchscreen with bleach and chlorine diluted in water, which the technician suspected as the cause of the reported problem. The customer ordered the touchscreen and completed the replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.